Event description:
It was reported that during an unknown procedure, at the second firing, the crooked clip came out and it was jammed. Then the trigger could not to be grasped. After the operation, the trigger was grasped about two times and the device could be fired properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4).